Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The cotton tip was detached from device with no evidence of adhesive. A review of the device history record indicates that, although, the product was released meeting all manufacturer's quality release specifications at the time of manufacture. An assembly error was identified during product analysis. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic cholecystectomy, the instrument was used for intraoperative swabbing and the swab dissolved and fell into the abdomen. The or team noticed the failure and the swab was retrieved immediately. No medical or surgical intervention was required. There was no injury to the patient.